Event description:
The patient contacted animas on (B)(6) 2012, reporting that blood glucose levels in the 180-230 mg/dl range consistently and the patient's health care provider (hcp) requested the pump be replaced. The pump was reviewed with the patient. All of the pump settings were correct. There were no relevant alarms in the pump history. The patient reported changing the site every 2-3 days; the prime history indicated that the patient was priming every 4 days. The patient confirmed no known site issues. The patient indicated that the hcp made multiple adjustments to the insulin regimen without improvements and so the hcp wanted to the pump replaced. Customer support advised the patient that there was nothing to indicate a malfunction of the pump. The patient's reported blood glucose levels do not meet animas criteria for an adverse event. This report is made based on the indication from the patient's health care professional that the pump may have malfunctioned.

Manufacturer narrative:
Follow-up #1: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.